Manufacturer narrative:
The device was not returned for evaluation; however, a photograph was provided in which a hair is visible inside the embossed sheath.

Event description:
According to the available information, a hair was found inside the package.